Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery power loss anomalies noted. No frozen screen noted during test and time clock advances properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on to main screen. The customer¿s blood glucose level was 6.7 mmol/l at the time of incident. Customer stated that the insulin pump would not stop alarming battery out limit even after 7 different battery changes. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan until replacement arrives. The insulin pump will be returned for analysis.